Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards (B)(6) affiliate, during the transfemoral tavr procedure for a 23mm sapien 3 valve via cutdown, the balloon did not inflate during deployment and blood was seen in the syringe. It was decided to remove the devices. However, withdrawal was difficult due to the valve getting caught on the non-edwards sheath. The devices were removed by cutting the shaft off, and it was found that the balloon had split nearby the triple marker. A new device was prepped with no adverse event was occurred. Per the operator, a balloon rupture may have occurred during valve alignment at the descending aorta. The non-edwards sheath was suspected to be related to the event.

Manufacturer narrative:
The device was returned to edwards lifesciences for evaluation. Due to the condition of the returned device no applicable functional testing was able to be performed. However, dimensional testing revealed the double wall thickness of the crimp balloon was within specification. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The following instructions were reviewed: preparation training manual and procedural training manual. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for balloon torn and difficulty to withdraw system with valve through non-edwards device was confirmed based on visual inspection of the returned device. Investigation of the device revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supports that the delivery system has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Potential root causes for separation of the inflation balloon to crimp balloon bond have been previously identified and documented by edwards lifesciences in a product risk assessment (pra). As identified in the pra, high forces on the system during valve alignment may result in crimp balloon tearing prior to thv deployment. Potential sources of high forces, which will impact difficulty with aligning the valve, include performing valve alignment in tortuous vasculature. Per the report, the patient had moderate to severe tortuosity. Performing valve alignment in a non-straight section can cause the valve to 'dive' into the lumen of the flex tip where part of the crimped valve slides into the flex tip lumen, as evidenced by the flex tip gouges. If the thv is unseated (non-coaxial placement of valve in relation to the flex tip) during alignment, it can result in higher than usual valve alignment forces and can potentially weaken the crimp balloon and cause tension to the system. Per the training manual, 'if excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the vasculature and relieving compression (or tension) in the system will be necessary.' Due to the balloon tear, the balloon profile may have been altered during valve alignment. It is possible the balloon tear and the additional pull force used to withdraw the delivery system, caused the balloon wings to be exposed and flare outwards, making the device more susceptible to catching on the tip of the sheath. Additionally, a non-edwards sheath was used which may have not been compatible for system retrieval with a crimped valve. A definite root cause was unable to be determined at this time. However, available information suggests patient (tortuosity) and procedural factors (valve alignment performed in a non-straight section/withdrawal of burst/torn balloon, use of non-edwards sheath) contributed to the reported event. A pra was previously performed per management discretion to investigate the cause and assess the risk associated with the balloon torn. In addition, a CAPA was previously initiated to capture additional information that currently exists in the training manuals into the IFU for the sapien 3 and commander delivery system. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.